Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root cause has been identified. Home patient (hp) stated there was a lot of air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm that appeared on the home choice (hc) during initial drain. The home patient (hp) stated that there were gaps of air in the patient line. (B)(4) advised the hp to setup with new supplies and assisted with ending therapy on the hc. A follow up was done vial phone. The hp confirmed they started over with new supplies. The lot number was unknown and the sample had been discarded. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.